Event description:
Device analysis for provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates that j stiffener wire has fractured at weld site and approx. 15mm proximal of weld site. The proximal section of j stiffener wire measures 72mm and was received with 21mm of the distal end protruding out of the outer polyurethane insulation 15mm proximal of weld site. It appears that the entire length of the j stiffener wire was received with recorded measurements adding up to 87mm.